Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was part of the battery performance alert advisory and was explanted due to the recall during a lead replacement procedure for a competitive left ventricular lead. No battery performance alert was received. The patient was in stable condition throughout.